Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that when inserting a screw into the plate after contouring, the plate was cracked and the screw went underneath the plate. The plate was used for an nc fusion to address arthritis ¿ no deformity. The doctor needed to contour the plate to bring the plate closer to the medial cuneiform. He contoured the plate using bending pliers, checked the fit, found he over bent the plate, then bent it in the reverse direction to get the fit he wanted. There was no surgical delay or patient consequence. The procedure was completed successfully. No additional medical intervention was required.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation and send to the supplier for further investigation. Note: please see attachment ¿supplier reports crossroads follow up september 2025 week 38for report details. Visually, the plate is cracked as described from the screw hole to the edge of the plate. Implant breakage is a known failure mode especially if the plate is contoured by the hcp during surgery. Health care providers can bend the plates back and forth, trying after overbending the plate while contouring to the bone. The failure is well within the occurrence rate of 1 in a thousand as this is the first complaint for this issue. No action required. A dimensional inspection was performed by the supplier and met specifications. A functional test was not performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the nc ti fusn pl 5 hole long rt trileap(tm) would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition hence a root cause cannot be established. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.